Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that their device quit working and that there was no connection between the box and their control module. No patient symptoms or further complications were reported or were expected. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were getting poor communication using the patient programmer (pp). The patient was not recently implanted and was using their antenna. The patient¿s device was over 3 years old and the patient stated that they weren¿t getting any symptom control at all and at the time of report the device was not working for them at all. The patient stated that their bladder reverted to its old self and that it had gotten so bad that if they coughed or sneeze they would have to run to make it to the bathroom when they had the urge to go. The patient noted that they were to the point where they were peeing themselves 3 to 4 times a day. The patient stated that the symptom control started declining 6 months before report and in the last two months they have had no bladder control. The patient confirmed the antenna was secure and synced but this did not resolve the issue. The patient unplugged the antenna, place the pp directly over the implant on the skin, and synced but this did not resolve the issue. The patient was to follow up with a healthcare professional (hcp). No further complications were reported or were expected.